Manufacturer narrative:
Product complaint # (B)(4). Batch # r58759. Corrected data: operator of device. Video evaluation summary: 14 videos were provided. Videos are of adjusting knob rotating auto-air firing, cdh25a before firing, adjusting knob rotating auto, cdh25a-1, cdh25a-2, cdh25a-3 (1), cdh25a-3, cdh25a-4 show a device been firing. A slow returned on the device and a gap movement in the firing setting is noted after firing. Videos 25 vs 29 and cdh25a firing trigger could not return back-1 show two devices and compared side by side, the devices are fired and the firing trigger is released, once release the firing trigger on the device from the left returned to its home position as indented, the device on the right is noted that the trigger slowly returned to its home position, however both devices manage to fire and returned to their home positions. Video cdh25a firing trigger could not return back-2 shows a device. The device is fired and the firing trigger is released, once release the firing trigger is noted that the trigger slowly returned to its home position. It is possible that body fluids on the device may contribute to the firing trigger opening slowly. Video cdh25a-5 shows a device with the firing setting in the low b position. The device is fired over a piece of what appears to be foam. Once the firing trigger is activated the firing setting have a gap movement. The anvil is removed from the device and the washer appears to be uncut and indented and the staples can be seen not completely formed. Based on the videos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device evaluation summary: the analysis results found that the cdh25a device arrived with the breakaway washer present and with an off-center cut with plastic slivers. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. The device was reloaded with staples, a new washer was placed, and the device was tested for functionality, during device testing slow return was noted, however test could be performed. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, the staple line was complete, and the staples meet the staple form release criteria. The cut of center normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported: difficult to fire. It was reported that our commercial team tried to fire the device on the pig's stomach and small intestine, noted these issues: difficult to fire, need squeeze down the firing trigger with big force, with audible feedback, but the sound is "abnormal" weak. During firing, the adjusting knob rotating automatically. Rotated the adjusting knob to 1mm, before firing, noted the adjusting knob rotating automatically. During air fire, noted the adjusting knob rotating automatically. They noted after firing, the firing trigger could not return. There was no patient involvement.